Manufacturer narrative:
Incidental finding: damage to the outer silicone jacket was observed. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the patient¿s replaced portion of the driveline from (B)(4) did not find damage that could have contributed to the events seen within the log file. Evaluation of the log file also confirmed low flow alarms on (B)(6) 2019 while the pump was operating above the low speed limit; however, a direct cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from 11aug2019 to 29aug2019. The pump was set to a fixed speed of 8400 rpm and the low speed limit was set to 8200 rpm. The pump operated above the low speed limit until (B)(6) 2019 at 2:06:07 am when the log file recorded a pump stop. The pump regained speed on its own and remained above the low speed limit until (B)(6) 2019 at 12:58:15 am when the log file recorded low speed operation which progressed into a pump stop. The pump regained speed when the patient connected to batteries at 1:00:18 am. The patient was operating on their power module for all abnormal pump operation. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. The log file also confirmed low flow alarms on (B)(6) 2019 at 2:17:02 am and 2:17:09 am when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm. The pump was operating above the low speed limit for these events. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline had rescue tape from approximately 1.5 to 3 inches from the controller connector and the silicone sleeve had a cut approximately 2 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. There was minor breakdown in the metal braided shield approximately 2 to 3 inches from the controller connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported no further issues since the driveline repair. The patient remains ongoing on vad support on an ungrounded patient cable. The remaining portion of (B)(4), besides the external portion of driveline, was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in the clinic on (B)(6) 2019 with a history of low speed advisory and low flow alarms. The patient stated that low speed advisory only occurred while on wall power. The patient was requested to stay on battery power until clinic visit. No alarms occurred while on batteries. It was noted that x-rays would be taken. Log file analysis observed a couple low flow events where there was a drop in average pulsatility index. Also observed were pump stops while attached to the power module. It was noted that this type of behavior has previously been linked to potential issues with the percutaneous lead. It was recommended to keep the vad connected to battery power until further investigation is completed. X-rays were requested. Upon x-ray review, areas of concern were found with the percutaneous lead. These areas occurred at the pump connection (internal) as well as just above the bend relief area (external). It was reported that the patient wanted to wait to exchange the external driveline. It was noted that the patient would be talked with again to schedule next appointment.